Event description:
It was reported that the metal fittings for the holes through which the burr passes were misaligned. At the time of the report, there was no known impact to a patient. Additional information was received stating there was no patent impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that tip bearings were broken. The likely cause of failure could not be determined. It was also noted that due to the broken bearings, the burr could not be inserted, and the laser markings and color bands were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.